Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. Visual inspection determined that the device was in good physical condition. Functional testing identified the reported f_38 alarm when the device was powered on. This confirmed the reported condition. The cause of the alarm was defective force sensing resistors (fsrs). To address this issue the fsrs were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.